Event description:
It was reported this esophageal stent was placed at the gastric onlet in the proximal duodenum without incident. Forty hours post placement routine follow up via fluoroscopy revealed the stent had migrated to the gastric cavity. Removal utilizing a loop catheter was succesful. It was noted at the time the covering of the stent was no longer attached to the stent itself. Attempts to gain further details with regards to the circumstances surrounding this event have been unsuccessful to date. The use of ths device in a non-indicated location may have been the contributing factor to this event. The directions for use for this product state: "the covered ultraflex esophageal stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only, and occlusion of concurrent esophageal fistula."